Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer¿s blood glucose level was 376mg/dl at the time of incident. The customer current blood glucose is 435mg/dl. The customer states have not treated but has syringes. The customer was assisted with trouble shooting high blood glucose levels. The customer states the pump is working. The insulin pump is not being replaced and is not expected to return for analysis. Frn-model unknown ¿ reservoir. Unomedical-model unknown-infusion set.